Event description:
New information noted that the pacing impedance and capture threshold values on the patient's right ventricular lead continued to increased. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, a rise in the pacing lead impedance and high capture thresholds were observed on the right ventricular lead. Programming changes were made and the patient was stable after the changes.